Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic incisional hernia repair. Event description: according to surgeon, she was placing first trocar under direct visualization (with scope inside the obturator) and doing the usual rotation and downward force . According to surgeon, patient had some previous surgeries; surgeon was expecting some adherences and a stiffer peritoneum and some resistance during trocars insertion, what ended up confirming. Surgeon was placing first trocar under direct visualization (with scope inside the obturator) and doing the usual rotation and downward force. When at the abdominal cavity, she removed obturator and noticed that it was broken at distal part and tip was missing. They then inserted the other trocars and started looking for the broken tip that was found near the cannula, hanging at peritoneum; they safely removed it from patient and proceeded the surgery with no more intercurrences. Surgeon inserted the other trocars and started looking for the broken tip that was found near the cannula, hanging at peritoneum; they safely removed it from patient and proceeded the surgery with no more intercurrences. Intervention: they safely removed it from patient and proceeded the surgery with no more intercurrences. Patient status: no patient injury or illness occur associated with the complaint event.

Event description:
Procedure performed: laparoscopic incisional hernia repair. Event description: according to surgeon, she was placing first trocar under direct visualization (with scope inside the obturator) and doing the usual rotation and downward force. According to surgeon, patient had some previous surgeries; surgeon was expecting some adherences and a stiffer peritoneum and some resistance during trocars insertion, what ended up confirming. Surgeon was placing first trocar under direct visualization (with scope inside the obturator) and doing the usual rotation and downward force. When at the abdominal cavity, she removed obturator and noticed that it was broken at distal part and tip was missing. They then inserted the other trocars and started looking for the broken tip that was found near the cannula, hanging at peritoneum; they safely removed it from patient and proceeded the surgery with no more intercurrences. Surgeon inserted the other trocars and started looking for the broken tip that was found near the cannula, hanging at peritoneum; they safely removed it from patient and proceeded the surgery with no more intercurrences. Intervention: they safely removed it from patient and proceeded the surgery with no more intercurrences. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured obturator tip. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.